Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. An invasive procedure was done and the electrode was found to be in adipose tissue above the sternum. The doctor explanted and replaced the electrode. The pulse generator remains implanted. There were no additional adverse patient effects.